Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-june 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application had not launched on the medstation. The technical support specialist logged onto the station as an admin, uninstalled and reinstalled rss on the medstation. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, unable to launch the application properly. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.